Manufacturer narrative:
Concomitant medical products: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16perc lead kit-50cm. Model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit 30cm.

Event description:
A report was received that the patient suffered from (B)(6) infection at the implant site and lead placement site. The patient underwent a revision procedure wherein the leads were replaced.